Event description:
Related manufacturer reference number: 1627487-2022-03007, 1627487-2022-03008. It was reported following a trial procedure on (B)(6) 2022 the patient is unable to walk or stand alone.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.